Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient experiences ineffective stimulation. Surgical intervention was undertaken and the patient's lead was explanted and replaced. The patient's ipg was electively explanted and replaced. The patient reported effective stimulation coverage postoperative.